Manufacturer narrative:
As part of heartflow's internal review, we identified an oversized modeling of the left main artery in a heartflow analysis that was released to a customer. Hfid# ahh-23xhdc-cjvb the investigation determined the left main artery was modeled larger than what is indicated in the CT data due to analyst error. Additionally, the original centerline was placed in potential non-calcified plaque by the analyst in error. Heartflow has notified the customer of the investigation results and the physician has not reported a safety event with the patient. Heartflow's analysis instructions for use include the following warnings: due to the variability in the heartflow analysis, the ffrct values should be reviewed as one of several clinical data points to be used in conjunction with the patient's original CT images, clinical history, symptoms, and other diagnostic tests, as well as an appropriately trained clinician's clinical judgment, to evaluate the patient. The heartflow analysis process is dependent on the quality of the imaging data provided. The ffrct values may be affected by assumptions needed to resolve anatomy in areas of uncertainty, whether provided by the physician or made by heartflow case analysts.

Event description:
Heartflow identified that the left main was potentially modeled too large in the heartflow analysis that was released to the customer.